Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures in a 6-french sized access site were attempted of a mildly tortuous and calcified right common femoral artery using perclose proglide devices. After successfully deploying the first proglide device, an attempt was made to deploy the second proglide device. After deploying the needles, the needle plunger was unable to be pulled back out. The device was advanced a little, the foot plate was put down, and force was applied to remove the device. Bleeding was observed at the right groin. The suture from the first proglide was removed, the access site was rewired, and two additional proglide devices were successfully deployed and set to the side. The access site was dilated first to 8-french than to 20-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the suture from the two proglide devices were used to achieve hemostasis. There were no reported adverse patient sequelae. There was a reportedly significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the needle plunger and device was not confirmed as the analysis of the returned device did not detect any failure mode. Based on inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the proglide device was deployed in a mildly calcified common femoral artery. The instructions for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.